Event description:
It was reported that the procedure was aborted due to an error message "left urethral open." The procedure was rescheduled.

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance for the cartridge. The right sheath was damaged. Final device analysis revealed no anomalies found for generator (B) (4).